Event description:
A malfunction alarm, specifically malfunction code 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with this process. The malfunction code did not recur afterward, and the customer was advised to continue using the pump and to report back if any issues recurred.